Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacture had previously reported an oxygen blending module board was replaced to resolve a service required error. The coding was entred as a drift error. This was incorrect. The board actually failed and was not a drift error. The coding was changed to reflect the board failure.